Event description:
It was reported the camera head had a blurry image and did not focus. The reported malfunction occurred during preparation for an unspecified procedure prior to sedation. There were no reports of patient injury or medical intervention associated with this event.

Manufacturer narrative:
E2: health professional ¿ (blank); e3: occupation ¿ no information provided. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: d8, d9, h2, h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head had a blurry image and did not focus. The reported malfunction occurred during preparation for an unspecified procedure prior to sedation. There were no reports of patient injury or medical intervention associated with this event.